Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a slow heart rate. An x-ray was performed and revealed that the atrial lead had dislodged. The lead was repositioned successfully and the patient was stable post-procedure.